Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patient-specific door repeatedly failed and the issue was noted during replenishment and dispensing, but medication delivery was not delayed as bins were relocated. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 was failed. A field service engineer (fse) had a medstation and found that door 3 was not detected on the door controller printed circuit board (pcb), as indicated by n/I. The fse checked all the electrical connectors in the cabinet and latch column, retested all the harnesses to the door, restarted the controller pcb, and then tested through the (hardware test application) self-test. The system functioned as intended after the field service engineer repaired the device.